Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: ne u_unknown_lead, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that there was a charge density warning during a replacement. It was noted that therapy impedance was unknown. It was noted that impedances on the right were high but that was normal and they were doing fine on the left. It was noted that when the manufacturing representative programmed the same settings as the last battery she got a charge density warning. It was noted that the impedances were between 1400-2600 ohms. It was noted that the settings were 4.5 volts, c+2-, 210 pulse width, and 120 rate. It was noted that they were closing and that the manufacturing representative would run therapy impedances when she was able. Additional information received reported that there was charge density with a battery replacement. It was noted that the reporter was instructed on how to program the battery not to be in charge density. It was noted that the patient was able to be set to appropriate voltage without being in charge density. Additional information was requested but was not available as of the date of this report.